Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission with episodes of noise reversion due to noise observed on the right ventricular lead. No other electrical anomalies were noted as a result of the noise. No further information was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted that lead was explanted and replaced with an MRI compatible system. The patient was stable post procedure.